Event description:
It was reported that the patient experienced discomfort due to extracardiac stimulation delivered by the right ventricular (rv) and right atrial (ra) leads. Additionally, the ra lead was discovered to be broken. Both the rv and ra leads were explanted and successfully replaced. The patient was stable.